Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the patient using this administration set had a peripherally inserted central catheter that was being "sluggish" over the course of two days. It was noted that 200 ml of 600 ml of fluids were left in their IV bag when the pump read that only 10.5 ml were left in the bag. The pump programming was checked and confirmed to be set correctly. No adverse patient effects were reported.

Manufacturer narrative:
One infusion administration set was returned for evaluation. The sample was set for accuracy testing using a pump solis vip, and no discrepancies were detected. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing. No corrective actions are required since the complaint was not confirmed and the root cause could not be attributed to the manufacturing process.